Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, the reported difficult to remove from the anatomy (clip becoming caught in anatomy) resulting in unspecified tissue injury (chordal rupture) appears to be related to procedural conditions. Tissue injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure while steering the mitraclip to the leaflets, the clip became entangled within the chordae. Troubleshooting was preformed, during which the chordae was torn. The clip was removed from the patient and the clip was replaced, two mitraclips were successfully implanted. The final mr was grade 2. There was no clinically significant delay reported.